Manufacturer narrative:
The exact age of the patient is unknown however, (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the family noted that the cap on the button device was loose and would open on its own. This device is still in use. The physician has plans to replace the product at a later date. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The button body, inner diameter was pin gauged and measured it was found to be within specifications. The flange plug outer diameter was measured and found to be within specifications. A functional evaluation was performed by inserting the flange plug into the button body with no issue. A second functional evaluation was performed by placing a syringe in the body and pulling a vacuum. The button body collapsed and reflux valve held as expected. A third functional evaluation was performed by inserting the syringe filled with water and injecting water through the device without issue. A vacuum was then pulled with water in the button body. The button body collapsed and reflux valve held as expected. A forth functional evaluation was performed by cutting the button body in half, closing the button flange plug into the body, inserting a syringe into the button body and injecting water against the flange plug. No leaks were noted and flange plug remained closed. The condition of the returned unit was not consistent with the complaint incident that the plug/ cap would open. The button components were within specification and no issues were noted during the functional evaluations of the flange plug, therefore the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the family noted that the cap on the button device was loose and would open on its own. This device is still in use. The physician has plans to replace the product at a later date. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.